Event description:
On (B)(6) 2016, a cystoscopy with bilateral double-j stent placement with a 6-french for bilateral retrograde pyelography. Md reported end of laser fiber breaking off in the pt's left kidney; retrieved. No harm. Is the product compounded? No. Is the product over-the-counter? No.